Event description:
It was reported that the patient's ipg is triggering the elective replacement indicator on the patient's programmer. The patient's ipg has since been deemed end of life. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of a scheduled ipg replacement was reported to abbott. The patient¿s scs ipg had issued the elective replacement indicator (eri). The ipg was explanted without complications and effective therapy was restored post op. The results of the investigation are inconclusive as the devices were not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient's ipg was explanted at an unknown date for an unknown reason.

Manufacturer narrative:
Correction section b5: the event information has been corrected to reflect an explant for an unknown reason. Correction section d6b: the explant date from the previous report should be removed as the date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.